Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time. Investigation in progress.

Event description:
Affiliate reported that a revision was required as a blockage was suspected.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product code was found to be that of ns-9002 and not that of 82-3100. It was initially reported that a blockage was suspected, however, during the investigation, there is no evidence of an occlusion. It was however found that biological debris was seen throughout the device, which appeared to be the reason the device failed the programming test. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint s is closed.